Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after she complained of blurry vision. Another iol was implanted during the same procedure. The lens was discarded in the field. No other information was provided.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: based on the manufacturing record review and historical review no non conformances are expected. Considering this conclusion, no further corrective and or preventive actions would be necessary. All pertinent information available to the manufacturer has been submitted. Placeholder.